Event description:
Additional information indicated that the patient presented with fatigue and hypertension during clinical follow-up. Additionally, the right atrial lead exhibited noise oversensing, undersensing, and high pacing impedance. The patient's implantable cardioverter defibrillator also exhibited an unspecified issue.

Event description:
It was reported that the patient presented in-clinic with fatigue and hypertension due to unspecified arrhythmia. Upon interrogation, it was found that the right atrial (ra) lead had failed to capture and exhibited varying pacing impedance, which spiked up before dropping. The ra lead further exhibited noise over-sensing and under-sensing which resulted in signification av desynchrony and inability to determine the arrhythmia patient was experiencing. The lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.

Event description:
It was reported that the patient's right atrial (ra) lead had failed to capture and exhibited low pacing impedance measurements. The lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.